Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("severe bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue") and headache ("headaches"). The patient was treated with surgery (to remove of the essure devices). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, fatigue and headache outcome was unknown. The reporter considered fatigue, genital haemorrhage, headache and pelvic pain to be related to essure (ess205). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("severe bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test.". The patient's medical history included chemotherapy. Concurrent conditions included lupus erythematosus, de quervain's tenosynovitis and pericarditis. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/heavy bleeding"), bundle branch block right ("right bundle branch"), cardiac disorder ("heart disorder"), supraventricular tachycardia ("sut") and mitral valve prolapse ("mup"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), tooth disorder ("dental problems"), migraine ("migraines") and gastrointestinal disorder ("gastrointestinal or digestive system condition type"). In 2011, the patient was found to have hormone level abnormal ("hormonal changes describe"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), arthralgia ("pain joints in hand"), pain in extremity ("pain feet"), pain ("pain all over") and back pain ("lower back pain"). The patient was treated with duloxetine hydrochloride (cymbalta), progesterone, promethazine, topiramate (topamax) and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, headache, vaginal haemorrhage, bundle branch block right, cardiac disorder, supraventricular tachycardia, mitral valve prolapse, tooth disorder, migraine, hormone level abnormal, gastrointestinal disorder, arthralgia, pain in extremity, pain and back pain outcome was unknown and the menorrhagia had resolved. The reporter considered arthralgia, back pain, bundle branch block right, cardiac disorder, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mitral valve prolapse, pain, pain in extremity, pelvic pain, supraventricular tachycardia, tooth disorder and vaginal haemorrhage to be related to essure (ess205). Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter information were added and updated. Medical history and treatment drug were added. Event verbatim were updated as pelvic pain/pain. Event : abnormal bleeding (vaginal), menorrhagia/heavy bleeding, heart disorder, sut, mup, right bundle branch, dental problems, migraines, hormonal changes describe, gastrointestinal or digestive system condition type, pain joints in hand, pain feet, pain all over, lower back pain and plaintiff did not underwent essure confirmation test were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test.". The patient's medical history included chemotherapy. Previously administered products included for an unreported indication: mini-pill from 1998 to 2005. Concurrent conditions included lupus erythematosus, de quervain's tenosynovitis and pericarditis. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/heavy bleeding"), bundle branch block right ("right bundle branch"), cardiac disorder ("heart disorder"), supraventricular tachycardia ("sut") and mitral valve prolapse ("mup"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), tooth disorder ("dental problems"), migraine ("migraines") and vomiting ("gastrointestinal or digestive system condition type/ gastrointestinal or digestive system condition type: vomiting issues"). In 2011, the patient experienced mood swings ("hormonal changes describe/ hormonal changes describe: mood swings"). On an unknown date, the patient experienced genital haemorrhage ("severe bleeding"), arthralgia ("pain joints in hand"), pain in extremity ("pain feet"), pain ("pain all over") and back pain ("lower back pain"). The patient was treated with duloxetine hydrochloride (cymbalta), progesterone, promethazine, topiramate (topamax) and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, headache, vaginal haemorrhage, bundle branch block right, cardiac disorder, supraventricular tachycardia, mitral valve prolapse, tooth disorder, migraine, mood swings, vomiting, arthralgia, pain in extremity, pain and back pain outcome was unknown and the menorrhagia had resolved. The reporter considered arthralgia, back pain, bundle branch block right, cardiac disorder, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mitral valve prolapse, mood swings, pain, pain in extremity, pelvic pain, supraventricular tachycardia, tooth disorder, vaginal haemorrhage and vomiting to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 10-jan-2020: plaintiff fact sheet was received. Previously reported event- hormonal changes updated to event- mood swings and previously reported event- gastrointestinal or digestive system condition updated to event- vomiting. Historical drug were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.